Manufacturer narrative:
It was reported that the plug had broken into small pieces within the cannula. Dry blood was visible throughout the plug.

Event description:
C-bn-110-broke during use. Vent cap of the embol-x glide access device was inserted in the aorta. Cannula was secure in place with slides and heavy ties. Tubing clamp was placed on cannula. Attempt was made to remove the white cap of the vent cap from the cannula when the cap broke off, leaving the tip of the white cap in the cannula. The surgeon removed particles of the cap with a straight clamp. He followed with irrigating the cannula up to the clamp with profuse amount saline.